Manufacturer narrative:
H3: product analysis of product # 45440006540, lot# h5762903 - visual examination of the mas bone screw confirmed bone screw complete fracture. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross-sectional area of the implant, which is consistent with overload until subsequent mechanical failure of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor). Regarding a patient having revision surgery. It was reported that the patient had suffered a fall and was feeling pain. After examinations, it was found that screw was broken. A new surgical procedure was performed to remove the broken screw and insert new screw. There were no further complications reported regarding the event.